Manufacturer narrative:
Quality controls were acceptable on the day of the event. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.

Manufacturer narrative:
Calibration data was ok.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with albp albumin bcp on a cobas 8000 c702 module (serial number (B)(4). No questionable results were reported outside of the laboratory. The sample initially resulted in an albumin value of 82.9 g/l and it repeated as 40.0 g/l.